Event description:
Customer reported to beckman coulter, inc. (Bec) that an erroneous creatinine result was generated by the unicel dxc 800 synchron system. Customer reported that the result was reported outside the laboratory. Customer reported that the tri-continent syringe was leaking. Customer reported that the result was repeated after it was questioned by the doctor there was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that their bio-med engineer replaced the tri-continent syringe and resolved the issue.